Event description:
It was reported that during routine follow up the physician noted the pacing impedance measurements had increased gradually and were now high and out of range. The rv lead threshold measurement also increased from 1.4 volts at implant to 2.5 volts. Shock impedance measurements were stable. No noise and no change on impedance and threshold measures were seen during provocative maneuvers. A high resolution fluoroscopy was taken and no issues were observed. The physician scheduled a rv lead revision. At this time the rv lead remains in service and no adverse patient effects were reported. Specific model and serial number information remains unknown at this time and all efforts to obtain the information have been exhausted. If additional information becomes available the report will be updated.